Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00337 on 26-dec-2023. Additional information (09-jan-2024): the customer verified assay performance with calibration and quality control, which yielded acceptable results. Siemens evaluated the event and determined that the cracked aspirate tubing for aspirate probe 4 did not allow the cuvettes to be fully aspirated during the wash sequence, which potentially contributed to the false positive hepatitis b surface antigen (ahbs2) results. The crack tubing was addressed with the service actions mentioned in the initial report. Corrected information (01-feb-2024): the initial report indicated the assay name as hepatitis b surface antigen (ahbs2) under sections b5 and b6; however, the correct assay name is antibodies to hepatitis b surface antigen (ahbs2). The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
False positive antibodies to hepatitis b surface antigen (ahbs2) results were obtained on four patient samples on an advia centaur xpt instrument. The erroneous results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument. The repeat results recovered as negative. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive ahbs2 results.

Event description:
False positive hepatitis b surface antigen (ahbs2) results were obtained on four patient samples on an advia centaur xpt instrument. The erroneous results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument. The repeat results recovered as negative. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive ahbs2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that false positive hepatitis b surface antigen (ahbs2) results were obtained on four patient samples on an advia centaur xpt instrument. The customer stated that the aspirate probe 4 tubing was cracked. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced aspirate probe 4 tubing. The instrument is performing according to specifications. No further evaluation of this device is required.